Manufacturer narrative:
Per tandem user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should always have an appropriate emergency kit with you. Supplies to carry every day: bg testing supplies: meter, strips, control solution, lancets, meter batteries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 650 mg/dl. Reportedly, the customer was not monitoring bg levels due to an expired non-tandem sensor. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.